Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was electromagnetic interference (emi) noise oversensing on the right atrial (ra) channel of the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.